Event description:
During clinic follow up, increased capture threshold and high pacing impedance were observed on the right ventricle (rv) lead. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.